Manufacturer narrative:
During testing, the device alarmed s321. A visual inspection found the mr2 motor as loose. The probable cause for the s321 (motor error - pmc, left) malfunction alarm is due to a broken rtv seal on the mr2 motor. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed for had error code s231. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code.